Event description:
The technician alleged that the nurse call is not functioning on the bed. No pt impact. .

Manufacturer narrative:
The technician replaced the nurse call cable to resolve the issue.